Event description:
The customer stated there was a speaker malfunction inop error message on the mx40. At bench repair it was found that there was no audio on the mx40. There was no report of patient injury or death.